Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the interrogation one day post implant revealed high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Loss of capture (loc) on the ventricular was also observed, however no noise was noted. The physician believed that there may be a loose setscrew on the ICD, thus a revision procedure was performed. During the revision, the physician noted that he now suspected a micro-dislodgement of the rv lead to be the cause of the high impedance and loc. The lead was successfully repositioned and both the ICD and rv lead remain in service. No additional adverse patient effects were reported.